Event description:
After reanastamosis during laparoscopic roux-en-y gastric bypass, the suture was found to still be attached to the covidien eea orvil anvil. It was noted by the surgeon that the stapler fired normally however it was somewhat difficult to remove and eventually it was noted that the retention safety stitch had not been cut when eea stapler was deployed, so it was cut with endoscopic scissors. The covidien product rep was present and aware of the issue. No patient harm. Manufacturer response for staple, implantable, eea (per site reporter). Covidien rep is aware. Manufacturer response for staple, implantable, eea orvil (per site reporter). Covidien rep aware.